Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, during a flexible ureteroscopy (urs), to remove a calcium oxalat stone, an ngage nitinol stone extractor was tested in an uncoiled and coiled position prior to patient contact contact. The device was difficult to open, but they were able to open the basket, however, the basket would not close. There was nothing with the patent¿s anatomy keeping the basket from opening or closing. Another same type device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), quality control procedures, as well as a visual inspection and functional test of the returned device were conducted. One device was returned to cook without package and a copy of the label for evaluation. Upon inspection there wasn't any noticeable damage to the device. When the handle was actuated, the basket would not function properly. A document-based investigation evaluation was performed. No related non-conformances were recorded. Nine additional complaints were received for this product lot. The product specification for the ngage nitinol stone extractor nge-022115-mb was reviewed, and all extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the issue had not yet been determined. The issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address: (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a flexible ureteroscopy (urs), to remove a calcium oxalat stone, an ngage nitinol stone extractor was tested in an uncoiled and coiled position prior to patient contact contact. The device was difficult to open, but they were able to open the basket, however, the basket would not close. There was nothing with the patent¿s anatomy keeping the basket from opening or closing. Another same type device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.